Event description:
It was reported that a right ventricular (rv) lead was explanted due to perforation to the heart wall. Perforation was confirmed via magnetic resonance imaging (MRI). Another lead was successfully implanted. No additional adverse patient effects were reported.